Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty printed circuit board (pcb). A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 5 years have passed since the subject device has been manufactured. Based on the results of the investigation, it is likely the components on the board deteriorated over time due to repeated use, or the components were short-circuited due to a humid environment caused by dust in the unit.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the device was not displayed when using the device with the olympus 190 series endoscopes. And the device worked properly when using a 150 series endoscope. There was no report of patient injury associated with the event.